Event description:
Initial gallbladder surgery - "foreign body from device used in laparoscopic gallbladder procedure found in abdomen when returned to surgery to repair bile leak. Device was incidental finding on return to surgery. Device found was component of 10mm retrieval pouch. Possible breakage or cut, uncertain how retained." Pt status: fine.

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.